Event description:
It was reported that the right ventricular (rv) lead trend indicated a high threshold measurement. The outputs were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. (B)(4).